Event description:
The account generated inconsistent architect stat troponin-I results with reagent lot 29489un09 with two different architect analyzers. One example given was of sample ID 0905010007 which generated both negative and positive results (0.041, 0.023, 0.017, 0.015, 0.026 ng/ml with a laboratory architect stat troponin-I cutoff of 0.022 ng/ml). It is unclear what the correct archtiect stat troponin-I result is for sample ID 0905010007. The inconsistent results were not reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Correction: additional customer information was received which clarified the laboratory cut-off is 0.030 ng/ml for architect stat troponin-I assay.

Manufacturer narrative:
(B)(4). Corrected laboratory cut-off for architect stat troponin-I assay. Evaluation - a review of the complaint data was performed to assess the performance of the assay. The complaint activity was normal for the issue under investigation. The investigation determined that the architect stat troponin-I reagent is performing as intended and meeting its safety, effectiveness and label claims. The investigation team reviewed customer complaints to determine if others have experienced the issues encountered at the customer facility. The review of this data did not identify an increase in complaint activity for the issue the customer observed. The investigation team performed accuracy testing which evaluates the ability of the architect stat troponin-I assay to provide accurate results in a portion of the dynamic range. One architect instrument was calibrated and controls were run to validate the curves. Six replicates each of an in-house panel were tested. The panel is material which was spiked with known concentrations of troponin. Acceptance criteria met, all six of the panel replicates were within the specification of 0.22-0.42 ng/ml. Per package insert, the architect stat troponin-I assay diagnostic cutoff is 0.30 ng/ml (0.30 ug/l). This testing supports the fact that this product is capable of providing accurate results. Although the investigation team cannot provide a specific reason why the customer experienced this issue, the investigation team would like to refer to the architect stat troponin-I reagent package insert. The specimen collection and preparation for analysis section indicates the following: "for serum specimens, ensure that complete clot formation has taken place prior to centrifugation. Some specimens, especially those from patients receiving anticoagulant or thrombolytic therapy, may exhibit increased clotting times. If the specimen is centrifuged before complete clot formation, the presence of fibrin may cause erroneous results." Additionally, per the limitations of the procedure section: "cardiac troponin-I levels can be increased in any condition resulting in cardiac cell damage. For mi diagnostic purposes, the architect stat troponin-I results should be used in conjunction with other information such as cardiac marker results (e.g., ck-mb and/or myoglobin), ECG, clinical observations and symptoms, etc." This is a final report.